Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited low defibrillation impedance. The lead was reprogrammed and remained implanted. The patient was stable and asymptomatic.